Event description:
Service found a colleague infusion pump with a failure code of 810:04 that was caused by the ail pcb (air in line printed circuit board) out of calibration and had to be recalibrated. The event occurred during product evaluation. There was no documented patient injury, adverse event or medical intervention related to the reported condition. No additional information is available. The user interface module master software version for this deivce is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).